Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(4) 2016. On (B)(4) 2016, the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized because her forced expiratory volume (fev1) was not back to 80% or greater of pre-procedure levels. On (B)(4) 2016, the patient experienced wheeze and right lower lobe atelectasis. The patient was treated with a systemic corticosteroid and hospitalization was extended. On (B)(6) 2016, the patient was discharged from the hospital. Baseline spirometry values. Visit date: (B)(6) 2016: pre-bronchodilator: fev1: 2.54; fev1 % predicted: 89.00; fvc: 3.02; fvc % predicted: 92.00. Post-bronchodilator: fev1: 2.64; fev1 % predicted: 93.00; fvc: 3.15; fvc % predicted: 96.00. Additional information received on 20mar2017: the adverse event name was updated from 'wheeze and right lower lobe atelectasis' to just 'atelectasis'. The wheeze was a symptom of the atelectasis. The event was reported to be resolved with sequelae (exact date not reported).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized because her forced expiratory volume (fev1) was not back to 80% or greater of pre-procedure levels. On (B)(6) 2016 the patient experienced wheeze and right lower lobe atelectasis. The patient was treated with a systemic corticosteroid and hospitalization was extended. On (B)(6) 2016, the patient was discharged from the hospital. Baseline spirometry values, visit date: (B)(6) 2016. Pre-bronchodilator, fev1: 2.54, fev1 % predicted: 89.00, fvc: 3.02, fvc % predicted: 92.00. Post-bronchodilator, fev1: 2.64, fev1 % predicted: 93.00, fvc: 3.15, fvc % predicted: 96.00. Additional information received on 20mar2017: the adverse event name was updated from 'wheeze and right lower lobe atelectasis' to just 'atelectasis'. The wheeze was a symptom of the atelectasis. The event was reported to be resolved with sequelae (exact date not reported).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized because her forced expiratory volume (fev1) was not back to 80% or greater of pre-procedure levels. On (B)(6) 2016 the patient experienced wheeze and right lower lobe atelectasis. The patient was treated with a systemic corticosteroid and hospitalization was extended. On (B)(6) 2016, the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. (B)(6). Additional information received on 20mar2017. The adverse event name was updated from 'wheeze and right lower lobe atelectasis' to just 'atelectasis'. The wheeze was a symptom of the atelectasis. The event was reported to be resolved with sequelae (exact date not reported). Additional information received on 28sep2017. The patient was treated with methylprednisolone, short-acting beta agonists (saba), short-acting muscarinic antagonists (sama), inhaled corticosteroids, and antibiotics. The event onset date was updated to (B)(6) 2016. On (B)(6) 2016, the event was considered resolved.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized because her forced expiratory volume (fev1) was not back to 80% or greater of pre-procedure levels. On (B)(6) 2016 the patient experienced wheeze and right lower lobe atelectasis. The patient was treated with a systemic corticosteroid and hospitalization was extended. On (B)(6) 2016, the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.54, fev1 % predicted: 89.00, fvc: 3.02, fvc % predicted: 92.00. Post-bronchodilator: fev1: 2.64, fev1 % predicted: 93.00, fvc: 3.15, fvc % predicted: 96.00.